Event description:
It was reported the device alert was toning and the patient presented to the emergency department. The remote transmission revealed the right ventricular (rv) lead had an impedance measurement that was out of range. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 left ventricular (lv) lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).